Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming insulin flow blocked. The customer already changed the reservoir/infusion set three times but continued to receive the alarm. Customer's blood glucose level was 432 mg/dl. The customer had not treated his blood glucose level yet. The insulin was cloudy. The call was dropped. The device was not returned.